Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Enduser states that when he tries to turn it on the 2nd light doesn't come on on the battery indicator.